Manufacturer narrative:
Follow-up information was received on 15-jan-2016: no new clinical information. Follow up information received on 27-jan-2016: follow-up attempts have been completed, with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had a septic pelvic thrombophlebitis after essure (fallopian tube occlusion insert) insertion. This event is unlisted according to the reference safety information for essure. The pathogenesis of septic pelvic thrombophlebitis (spt) is thought to include injury to the intima of the pelvic veins caused by a spreading uterine infection or secondary to the trauma of delivery or surgery. There are two types of spt: ovarian vein thrombophlebitis (ovt) and deep septic pelvic thrombophlebitis (dspt). Medical therapy with antibiotics and anticoagulation is currently the preferred treatment approach for these conditions. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after the insertion procedure. In this particular case limited information was provided. The patient was diagnosed with spt approximately 2 years after essure insertion. This weak temporal relationship suggests the event was not directly related to essure procedure. However; considering essure has a mechanical action in fallopian tubes; it cannot be excluded the device could have aggravated a pelvic infection further acquired by the patient. Therefore, causality with the suspect insert cannot be totally excluded and this case was considered an incident (serious injury). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Further information could not be obtained, despite follow-up attempts.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 13-oct-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2013 for permanent birth control. The patient was diagnosed with septic pelvic thrombophlebitis on (B)(6) 2015. The physician wanted to know how to safely treat the patient. Product technical complaint (ptc) investigation result received on 29-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The reported medical event is not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had a septic pelvic thrombophlebitis after essure (fallopian tube occlusion insert) insertion. This event is unlisted according to the reference safety information for essure. The pathogenesis of septic pelvic thrombophlebitis (spt) is thought to include injury to the intima of the pelvic veins caused by a spreading uterine infection or secondary to the trauma of delivery or surgery. There are two types of spt: ovarian vein thrombophlebitis (ovt) and deep septic pelvic thrombophlebitis (dspt). Medical therapy with antibiotics and anticoagulation is currently the preferred treatment approach for these conditions. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after the insertion procedure. In this particular case limited information was provided. The patient was diagnosed with spt approximately 2 years after essure insertion. This weak temporal relationship suggests the event was not directly related to essure procedure. However; considering essure has a mechanical action in fallopian tubes; it cannot be excluded the device could have aggravated a pelvic infection further acquired by the patient. Therefore, causality with the suspect insert cannot be totally excluded and this case was considered an incident (serious injury). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Follow-up information is being sought.